Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the left fossa prosthesis was misplaced.

Event description:
No new information.

Manufacturer narrative:
Additional information: d4, d6a, h4, h6. The reported event was confirmed based on the imaging provided. The patient received bilateral all-titanium tmj implants in (B)(6) 2024 and initially showed good progress with improved symptoms and proper implant positioning. However, by (B)(6) 2025, issues with the left joint¿s position causing pain and dysfunction were reported, and further evaluation revealed the left fossa was malpositioned during the initial surgery; no device failure was found, and further corrective surgery was planned. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.